Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited intermittent capture post external cardioversion. No intervention was performed because the device functioned normally after the event. The patient will continue to be monitored. The patient condition was stable.